Event description:
A clinical director reported a hyperopic patient who was over corrected after lasik treatment. Upon additional follow up the reporter indicated the patient was given a prescription for glasses. About ten weeks post procedure the patient reported an improvement in his vision and he no longer wears the glasses prescribed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The root cause cannot be determined conclusively (B)(4).